Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/18/2014 with the following findings: evidence of short battery life was observed in the black box data. Visual inspection revealed that the battery compartment was cracked from the threads to the case seal. Evidence of moisture ingress was observed inside of the battery compartment and on the underside of the battery cap. The pump powered on with the returned battery cap, which was unable to properly fasten to the pump per the instructions for use (IFU). Evaluation revealed that the pump drew electrical current within the specifications; the reported event was not duplicated. The pump failed a leak test due to the aforementioned battery compartment damage. The pump case was removed, and no further evidence of moisture ingress was observed. The relation of these device failures to the reported event could not be determined, as the reported event was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, the battery compartment was observed to be cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.